Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that he received a no delivery alarm during a bolus. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the insulin did exit. The customer was advised to monitor the reservoir.